Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) was broken during the procedure. The procedure was completed successfully with no clinical consequences reported to the patient due to this event

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the main coil was found to broken/fractured and severely stretched. The coil delivery wire was found to be kinked/bent and the suture appeared to be damaged. The coil did not pass dimensional inspections due to the damage on the coil. Functional testing could not be performed due to the damage on the coil. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. An assignable cause of procedural factors will be assigned to the as reported events of main coil stretched and coil jammed. An assignable cause of procedural factors will be assigned to the analysed events of coil delivery wire kinked/bent, main coil stretched, main coil broken/fractured during use and main coil suture damage as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.